Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation stopped, and it was difficult to undeploy and withdraw the catheter. During preparation there was some resistance while loading the guidewire and the catheter was a bit difficult to deploy and would not completely undeploy, as it stayed in a small "olive shape". The procedure was completed using the original catheter even though the catheter was sometimes difficult to pull back into the sheath. It was noted the patient's activated clotting time was 210 after the catheter was inserted so more heparine was administered at that time. Once the procedure was completed the catheter was examined and it was noted that saline no longer flowed through the catheter, it is not known when the irrigation of the catheter stopped functioning. The catheter has been received for analysis.

Manufacturer narrative:
Device technical analysis: a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation stopped, and it was difficult to undeploy and withdraw the catheter. During preparation there was some resistance while loading the guidewire and the catheter was a bit difficult to deploy and would not completely undeploy, as it stayed in a small "olive shape". The procedure was completed using the original catheter even though the catheter was sometimes difficult to pull back into the sheath. It was noted the patient's activated clotting time was 210 after the catheter was inserted so more heparine was administered at that time. Once the procedure was completed the catheter was examined and it was noted that saline no longer flowed through the catheter, it is not known when the irrigation of the catheter stopped functioning. The catheter has been received for analysis.